Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. The device displayed a battery recommended replacement time (rrt) message. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an early recommended replacement time (rrt) message. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the error was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. The device displayed a battery recommended replacement time (rrt) message. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.